Manufacturer narrative:
Device expiration date:ni.

Event description:
A report was received via social media that the patients scs was not working. The patient underwent an explant procedure. No further information could be obtained.